Manufacturer narrative:
(B)(4).

Event description:
Upon connection of the ventricular lead to the pacemaker, the screw was detached from the can. There were no consequences for the patient, other than a delay.

Manufacturer narrative:
The UDI was not included in the previous e-mdrs. The UDI is: (B)(4).

Event description:
Upon connection of the ventricular lead to the pacemaker, the screw was detached from the can. There were no consequences for the patient, other than a delay.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon connection of the ventricular lead to the pacemaker, the screw was detached from the can. There were no consequences for the patient, other than a delay.